Manufacturer narrative:
(B)(4).

Event description:
It was reported that a peripherally inserted central catheter (PICC) was removed due to edema/swelling in the left upper extremity, revealing a bent catheter at the 15cm level. The PICC was removed from the patient, and another catheter was inserted into the right arm for intravenous therapy. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".